Event description:
It was reported that during an ablation of atrial flutter procedure, while positioning the catheters, the atrial lead was dislodged. The lead was explanted and replaced. The patient condition was stable.

Event description:
New information notes that during the ablation procedure on (B)(6) 2019, the lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.